Manufacturer narrative:
The following devices were also listed in this report: triathlon ctr femconeaug sz3&4r; cat# 5549-a-642; lot# km4a triath fem distal aug 5mm - size 3 right; cat# 5540-a-302; lot# ;b749l triath fem distal aug 5mm - size 3 right; cat# 5540-a-302; lot# aul3l tri ts femur sz3 right; cat#5512-f-302 ; lot# dgz7h tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0100474m tri cemented stem 12mmx50mm; cat# 5521-b-300; lot# duo3ea triathlon sym cone aug sz a; cat# 5549-a-110; lot# ejm4 tri rm/ll tib aug sz3 5mm; cat# 5545-a-302; lot# erfwn2d tri lm/rl tib aug sz3 5mm; cat# 5545-a-301; lot# erffp6d tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0086190m simplex hv with gentamicin us 1 pack; cat # 6195-1-001; lot #926ba906aa simplex hv with gentamicin us 1 pack; cat # 6195-1-001; lot #926ba906aa simplex hv with gentamicin us 1 pack; cat # 6195-1-001; lot #926ba906aa it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient revised due to infection. All implants were removed in a spacer was implanted. No other information available due to hospital policy." Right knee.